Event description:
Reportedly, during (B)(6) 2011 f/u, communication with device was very slow, especially during pacing and sensing threshold tests which failed. The programmer was rebooted and another programmer was tried, but this did not change the situation.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym ctr models approved under (B)(4). Analysis is pending.